Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused medication to the patient. After the expected therapy time was completed, it was observed that the device had not administered the complete medication dose to the patient. The device was allowed to infuse for a further 24 hours; however, the device still under infused. The device had been filled with fluorouracil 3775mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the device was manufactured from may 8, 2020 - may 11, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted, the photograph showed residual fluid contained inside the device bladder, which suggested an under infusion may have occurred. Due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.